Manufacturer narrative:
A device was not returned to baxter for eval and therefore an eval could not be completed. If any devices are returned, evaluations will be completed and supplemental reports will be submitted.

Event description:
It was reported, an unk number of spectrum pumps have failed 'upstream occlusion' alarms. It was also reported there was no pt injury.